Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 139mg/dl. The caller stated that insulin squirted out during the manual prime process, and the insulin pump alarmed. The customer mentioned that the device was stuck on the prime loop. Advised the customer to disconnect from the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an alarm during the basic occlusion test as a result of a protruded/loose drive support disk.